Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2012; d314trg crtd, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture resulting in pacemaker mediated tachycardia was noted on the right atrial (ra) lead. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.